Event description:
A patient was implanted with a lc-dcp plate and 4.5 mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the patient complained of pain and x-rays taken on an unknown date revealed non-union and two broken screws. The patient was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the patient. This report is #3 of 9 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The as received condition of the plate was intact with some minor marking/scratching consistent will normal field usage. All related pertinent dimensional features were obtainable, measured and passed. Inspection, measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. No x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.